Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The stenosed target lesion was located in the left iliac artery. Going crossover with a long introducer, the physician attempted to recanalize the lesion with a 200 cm, 8 cm v-18¿ control wire¿ by rotating and pushing it against the stenosis. The physician used force and spin the wire while pushing. After 5-10 minutes, the physician discovered that the tip behaved differently and 3-4 cm of the tip has broken. The detached tip was then removed with a snare without difficulty. The procedure was completed using a different device. No further patient complications were reported.